Event description:
It was reported that the pacemaker exhibited noise, oversensing and loss of capture (loc) on this right ventricular (rv) channel. Technical services (ts) recommended lead evaluation and also to consider an x-ray imaging of this system for any visible problems or movement. This lead currently remains in service. No adverse patient effects were reported.